Manufacturer narrative:
(B)(4). Approximate age of device ¿ 67 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018, that power elevations were observed. The submitted log file was reviewed by the manufacturer¿s technical services representative and confirmed the power elevations. The power elevations were not sustained, with power returning to the baseline following the file. On (B)(6) 2018, it was reported that intermittent power elevations were observed again. A transesophageal echocardiography was performed and all signs were normal. The patient's lactate dehydrogenase level is within baseline of 300 u/l. There have been no changes in medication. The patient has been listed as 1a for a heart transplant.

Manufacturer narrative:
Analysis of the system controller log file that was provided by the account confirmed transient power elevations on (B)(6) 2018; however, a specific cause for these findings could not conclusively be established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.